Manufacturer narrative:
(B)(4). The product was not returned for evaluation, however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue.

Event description:
A patient underwent a surgical procedure where the surgeon was using a oll2 clamp to ablate the left pv for pvi, the surgeon tried to guide the clamp from the inferior left pv rather than from the superior pv. However, when guiding the clamp, the lower jaw of the clamp accidently hit the laa, and bleeding was observed from the puncture site of the laa. The patient was on pump when the incident occurred, so the surgeon cross clamped the aorta. The puncture site was closed with sutures and the procedure was continued with the oll2 and there were no further issues.